Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, wood splinter compromised packaging. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = m93k87. The analysis results found that the 2b5lt device was returned inside its package; the pouch was damaged with a wood splinter. Upon visual inspection, the damage was observed to be from the outside to the inside. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. A batch record review was performed and no anomalies were found during the packaging process.